Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station shown disconnected from the network. A field service engineer (fse) checked station network interface card (nic) and network cable then confirmed working. Since no hardware or connectivity issue was found on the device side, no repair actions were required. The issue was determined to be external, and findings were communicated to the hospital information system (is) team for further investigation and appropriate escalation. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating and appeared offline in rss. Reboot of the station did not restore communication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.